Event description:
It was reported that the iab was inserted trans-thoracically during an emergency situation. During insertion, the spring wire became kinked and could not be removed. As a result of this, the entire assembly was removed and replaced. There were no associated pt complications.